Event description:
Mobi-c p&f us : disassembly: a complete implant was received (inferior, superior plate, mobil insert, left and right jaw) without any other information. The inferior plate is disassembled. Update received on march 9th 2018: the disc looked rotated after the surgeon removed the peek cartridge. He tried to reposition the implant, but it still appeared crooked under the microscope. This description was confirmed by the reporter on march 27th 2018. It is also confirmed by visual inspection of the product because the jaws have marks that reveal a rotation of the implant to the left. No additional information on the patient or on the surgery were received.

Manufacturer narrative:
Complete implant has been received but the inferior plate is disassembled. The jaws have marks that reveal a rotation of the implant to the left. Update received on march 9th 2018 : the disc looked rotated after the surgeon removed the peek cartridge. He tried to reposition the implant, but it still appeared crooked under the microscope. This description was confirmed by the reporter on march 27th 2018. No aditional information on the patient or on the surgery were received. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The provided description confirms the marks found on the implant. The root cause of this issue is probably a user error. The investigation found no evidence to indicate a device issue.

Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the event. Complete implant has been received but the inferior plate is disassembled. Analysis of product shows that jaws have deformation so it seems the implant has rotated at the left. An adjustment or rotation could be made during insertion. Even if the root cause seems to be user error, regarding the lack of information available, the root cause of this issue is unknown. There is no evidence to indicate a device issue. Attempts have been made to get more information. No answer. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Mobi-c p&f us : disassembled. A complete implant was received (inferior, superior plate, mobil insert, left and right jaw) without any other information. The inferior plate is disassembled.